Event description:
A male underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair. The proximal neck was in a flare shape. The procedure was conducted as prescribed. On the final angiogram, the physician confirmed a type 1 endoleak in the proximal neck with a suspected type iii endoleak at the sealing site as well as a contralateral distal type I endoleak (1820334-2009-00168). The physician placed another manufacturer's stent in the proximal, distal, and sealing sites. The proximal and sealing site endoleaks were resolved. However, the distal endoleak persisted, so the physician decided to wait-and-see because he felt the endoleak would be resolved over time. Pt outcome is unk.

Manufacturer narrative:
The zenith line of product successfully completed all required design control activities. These activities ensured the device met the design input requirements and that the design input requirements meet the needs of the users. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, warnings, precautions, contraindications, and the proper deployment sequence. Regarding endoleaks, the zenith line of IFU's list several warnings and/or guidelines to follow that could prevent endoleaks from occurring: the importance of accurate placement; anatomical criteria, including neck angulation as well as vessel condition (e.g. Calcification, tortuosity, etc); distal fixation requirements. The device remains implanted and no images were provided to assist in this investigation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.